Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) had gone into backup mode due to magnetic resonance imaging (MRI) scan performed without enabling MRI settings on the device. The product was explanted and successfully replaced. There were no patient consequences.